Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID bi71000442r and bi71000529, h6: a medtronic representative went to the site to test the equipment. The motion control and pendant were replaced to resolve this issue. Codes b01, c07 and d02 are applicable to this analysis.  G04063 - pendant g04131 - motion control medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the pendant button were not responding when pressed. There was no patient involvement.

Manufacturer narrative:
H3, h6: the pendant, lot number: 10624 0054 rev. D, was returned to the manufacturer for analysis. The pendant was installed into a test system. The system initialized, motion, generator, communication and charging readied. 2d and 3d images were successful. The buttons were hard to press and hold on but functional. Codes b01, c07 and d02 are applicable to this analysis. The gantry control, lot number: g033123121 rev. E, was returned to the manufacturer for analysis. The gantry control was installed into a test system. Downgraded firmware to 4.95. Motion calibration passed. Motion, generator, communication and charging readied. 2d and 3d images were successful. There were no failures found. Codes b01, c19 and d14 are applicable to this analysis. D9: the pendant was returned on 2024-09-25. The gantry control was returned on 2024-09-26. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.